Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a pelvic mesh product on an unknown date to treat her pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and has undergone and will undergo corrective surgery or surgeries. Plaintiff's attorney also alleged plaintiff sustained severe and permanent pain, suffering, disability, and emotional distress.

Manufacturer narrative:
It is unknown what ams pelvis mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.